Manufacturer narrative:
Received additional information on (B)(6) 2013. On (B)(6) 2013, a cta revealed decrease of blood flow into the aneurysm compared to (B)(6) 2012. The subject had been having moderate headaches from around (B)(6) 2013 and taking an analgetic agent. On (B)(6) 2013 her family member noticed a noise at 7:45 am and found the patient to be in respiratory arrest. The patient was ambulanced and cardiopulmonary resuscitation was performed. Cardiopulmonary function resumed but consciousness did not recover. The subject was diagnosed with sah (subarachnoid hemorrhage) by CT (computed tomography). Her cardiopulmonary function gradually decreased and the subject expired at 16:04 on (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4). Received additional information on (B)(4) 2013 stating that the patient developed an sah (subarachnoid hemorrhage) and was taken to a local hospital in cardiopulmonary arrest on (B)(6), 2013. No significant problems were noted on (B)(4) 2013 during a 90 day follow-up. The principal investigator attributes the event to the underlying aneurysm, but the relationship to the device can't be denied. (B)(4).

Event description:
Information received from the (B)(6) clinical study.treatment of a left ica (internal carotid artery) supraclinoid segment aneurysm measuring 20.4mm x 14.4mm. During pipeline deployment, it was reported that the pipeline would not fully open so the physician pushed and pulled the marksman catheter excessively and kinked the pipeline in the process and touched the aneurysm wall. Manipulation of the catheter and balloon angioplasty was performed to improve the kink and to achieve full wall apposition. It was reported that the patient had a non-serious asymptomatic cerebral infarction.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).